Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user that the infusion site detached during use. According to reporter the adhesive is not sticking properly. Blood glucose level was affected by this event. No adverse health outcome reported.